Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump ran out of battery and she did not have new batteries and disconnected the device for 2 days. Customer was trying to reconnect the insulin pump and inserted the battery and received failed battery test and battery out limit alarms. Customer states the batteries were out of the device greater than duration allowed. Customer also requested assistance with inserting the infusion sets. Blood glucose value was 208 mg/dl. Nothing further reported.